Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's school reported problems with the patient's responses and understanding. No trauma was reported.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. In addition it is reported that after the treatment of an oedema two channels showed high impedance, however the location and nature of these damages could not be determined during device investigation. Other damages, i.e. Cuts into silicone body and wires, are most likely due to explantation. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient's school reported problems with the patient's responses and understanding. No trauma was reported. The patient previously had an oedema over the implant which was treated with antibiotics. After this, 2 channels gained high impedance. The patient has been re-implanted.